Manufacturer narrative:
Pending investigation. D10: 15 stem, 0 adapter tray, 42 +0 liner, 42 standard glenosphere.

Event description:
As reported, the patient had an initial left tsa on an unknown date. The patient was revised on (B)(6) 2023 due to dislocation. Built up adaptor tray and poly and used a bigger glenosphere. There was no reported surgical delay/prolongation.